Manufacturer narrative:
Exact date unknown, event occurred mid-april 2024. Additional suspect medical device component involved in the event: product family: m365sc2218700 upn: m365sc2218700 model: sc-2218-70 serial: (B)(6) batch: 7090658.

Event description:
It was reported that the patient was experiencing loss of pain relief. Multiple reprogramming's were made however failed to regain coverage. Imaging was taken, and spinal cord stimulation (scs) lead migration was confirmed. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded by the medical facility and will not be returned.